Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was unable to enter MRI mode. CT scan confirmed lead fracture. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.